Event description:
It was reported using the preclose technique placing two prostar xl devices in the right common femoral artery prior to abdominal aortic aneurysm repair procedure using a 6fr sheath and upsizing to a 21fr sheath. Reportedly, a lack of adequate retrograde pulsatility blood flow was noted from the marker lumen. The device was removed and a second prostar xl device was used; however, the knot locked or crossed above the artery and failed to achieve hemostasis. A cut-down procedure was performed to achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the reported event. Lack of adequate retrograde pulsatile blood flow from the marker lumen can be affected by numerous factors including, but not limited to, manufacturing, patient anatomical conditions and/or user technique. During manufacturing, lumen flow rate of each device is tested and a sampling of devices is destructively tested to verify the functionality of the device. Low blood pressure, a blood clot, small patient vessel diameter and tissue interference may also cause a lack of pulsatile blood flow from the marker lumen. No patient anatomical conditions were reported. The user not placing the marker port in the arterial lumen or the marker port not placed against the patient artery may cause the reported event; however, no information in regards to the user technique was provided. A conclusive cause for the reported lack of adequate retrograde pulsatile blood flow from the marker lumen could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other prostar xl device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.